Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rubbed raw. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution.outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rubbed raw. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Correcting a typo in section d1 brand name. The brand name is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rubbed raw. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.